Event description:
It was reported that sometimes post port placement, port allegedly had difficulty in flushing. It was further reported that device allegedly had difficulty in aspiration. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim implantable port loaded to a safety infusion set was received for evaluation. Visual, microscopic and functional evaluations were performed. Upon functional testing, infusion and aspiration were attempted but was unsuccessful. However, the investigation is inconclusive for the reported flushing issue and suction problem as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post port placement, the port allegedly had difficulty in flushing. It was further reported that the device allegedly had difficulty in aspiration. Reportedly, the port was removed and replaced. There was no reported patient injury.